Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, wire fixation bolt broke and it was replaced with wire bolt and slotted washer.

Manufacturer narrative:
Visual inspection of the returned device found the bolt is broken on the proximal end of the shank through the wire guide slot. There is also deformation of the outer surface indicating the bolt was bent backward at the break line prior to break, indicating over stress on the metal. Dimensional inspection could not be conducted. The drawings are obsolete and no longer available. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device was physically broken. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was too much toque/stress for the material and dimensions specified.